Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Doctor indicated that an unknown prosthetic screw fractured.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The product was discarded prior to return due to patient condition; therefore the complaint remains non-verifiable. A root cause for the complaint could not be determined. Type of reportable event changed from "malfunction to serious injury".